Event description:
During neuro stenting procedure 28mm enterprise stent deployed by physician. Under fluoroscopy enterprise stent appeared to be short. Packaging checked and found 3 of 4 labels read 28mm and one read 22mm. Physician felt that pt needed additional stent to cover aneurysm. No patient injury.